Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during stability testing the peaks were split and area larger than expected with an unspecified bd 25ml syringe. The following information was provided by the initial reporter, translated from spanish to english: I work in analytical development in laboratory, I wanted to ask you about an interference that was observed in our analysis of anastrozole, in the solution, we noticed after exhaustive research that the plungers of bd syringes exhibit a signal that just coincides with the tr of anastrozole; there was not when terumo brand syringes were used. I ask if you could give me technical advice regarding whether the syringe plunger contains any substances that would be interfering with our analyzes, as well as if you market any syringe in which the plunger does not contain any substance or treatment that could be interfering with our analyzes. Below I attach a brief summary of the research carried out by us. I was running anastrozole, lot an042a, stability at 3 months, when dissolving, as the technique does not indicate either the sample volume or the filter material to be used, it was found that nylon membrane was being used and that there were some problems, such as: sometimes the peak was split, and the solution gave more than 100%, having these considerations, the test was carried out and indeed the anastrozole peak was split and the area was larger than expected. When comparing with the quality control samples that did not have any type of problems or excess peaks, tests were carried out to identify the problem. As the system is very simple and consists of water as the dissolution medium and a mixture of water and 60:40 acetonitrile as the mobile phase, it was tested to start with different types of filters and filtering volumes and there were no differences. It finally turned out to be the rubber plunger of bd brand syringes. It was concluded that there was no peak partition nor that the solution gives more than expected but that one of the peaks provided by the bd brand syringes comes out with a tr very similar to anastrozole, it should be clarified in the art not to use mark bd and / or change the ratio of water and acetonitrile to separate those peaks.